Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-12870 and MFR. Report # 2124215-2024-12880). It was reported to boston scientific corporation that a tria soft ureteral stent was opened to be used to treat stones during a ureteroscopy procedure in the ureter performed on (B)(6) 2024. Prior to procedure, when the device was unpacked, it was noted that there was some problem with the packaging. The stent was found compromised. The procedure was successfully completed with an alternative device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised.